Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age and weight not provided for reporting. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient with a left proximal intertrochanteric femur fracture was treated on an unknown date with a hook plate, screws and cerclage cables. On a subsequent unknown date, the patient developed a non-union and was returned to the operating room on (B)(6) 2017 for hardware removal. There was no reported broken hardware, no surgical delay, no fragments generated. The patient was reportedly not revised to any other fixation system, and surgery was completed successfully. The patient remained stable during and following the surgery. This complaint involves three devices. No devices will be returned. This report is 1 of 3 for (B)(4).